Manufacturer narrative:
While hospitalized, the patient was treated with vancomycin (750mg for 72 hrs, route not reported). The patient was discharged from the hospital on an unknown date and was rehospitalized 14 days after the onset for nine days. The patient was placed in hospice care following the hospitalization. In the month after the onset of peritonitis, the patient passed away due to unknown causes. The patient had not yet recovered from the peritonitis event. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause, treatment, and outcome were not reported. The patient was hospitalized for the peritonitis. Action taken with pd therapy was not reported. No additional information is available.